Manufacturer narrative:
Retention and returned devices from the reported lot number were tested with quality control cut-off samples and middle positive standards. Results were read at 3 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. A root cause could not be determined as the reported issue was not replicated in testing of either retention or returned product. Please note, this test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Complaints are tracked and trended on a monthly basis. Additional information: section d4 -UDI#: (B)(4). Expiration date: 8/31/2020. Section g4-correction to initial MDR 06/14/2019. Section g4-additional information after investigation completion 09/09/2019.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that a (B)(6) female patient presented to the emergency department on (B)(6) 2019 complaining of chest pain and shortness of breath. The nurse collected and tested the patient's urine on the cardinal health hcg combo cassette rapid test. The test result was negative, therefore, the patient was sent to receive a CT scan due to question of a pulmonary embolism. Two hours later, the nurse noticed the cardinal health hcg combo cassette rapid test turned positive. The patient had confirmatory testing with a serum quant result of 483 miu/ml using the siemens vista 1500. No adverse event or injury to the patient or fetus was reported. Troubleshooting discussed possible causes including technique, storage and handling, cloudy specimens should be centrifuged, filtered or settled to have a clear specimen for testing.